Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "when removing cannulated screw tip broke off in cannulated screw. Came out of pt, no issues."